Event description:
It was reported that during infusion with jelco catheter medication has leaked out of the needle. There was patient involvement. No other adverse consequences were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.